Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery. Patient had prior aus implant that was never activated due to unspecified urethra issues. The physician removed old implants. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information was available.